Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is no longer available for return.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital technician found that the penumbra system 3max reperfusion catheter (3max) was broken upon removal from its packaging. The broken 3max was found prior to use and was not used for the procedure. The procedure was successfully completed using a new 3max.